Manufacturer narrative:
(B)(4). The lot was manufactured february 22, 2016 ¿ february 23, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing coil of a small volume folfusor detached from the device, leading to a leak. The device had been filled with fluorouracil. There was no patient involvement. No additional information is available.